Event description:
It was reported, the pt experienced pain at the ipg site with stimulation on and off. It was also reported, the pt had a fall; however, it is uncertain if the pain at the ipg site began before or after the fall. Reprogramming was unable to resolve the issue. The pt will monitor the ipg site for a week to determine if the pain resolves. If the pain does not resolve itself, the pt will consult with the physician. F/u info indicated the pt will meet with the physician at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.